Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found no signs of external damage. Device then underwent functional testing; unable to confirm the reported customer complaint. Primary audible alarm post was unable to be duplicated.

Event description:
Information was received that device had acu watchdog failure. No adverse effects reported.